Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the patient's spouse that at approximately 5:30 am on (B)(6) 2015, the patient woke up vomiting and feeling lethargic with weakness on one side of the body). At 7:20am, the patient's spouse contacted the on-call vad coordinator and the patient was airlifted to the center from an outside hospital. Upon arrival to the center, the patient went immediately for a head CT scan, where it was determined by neurosurgery that irreversible brain damage with a midline shift had occurred and no interventions could be performed. The patient subsequently expired. It was reported that prior to this event, the patient had recent symptoms of fever and malaise and diagnosed with streptococcus through positive blood cultures. The source of the infection was unable to be determined. At that time, it was stated that the vad was functioning as expected and the driveline was without any areas of concern. A CT echocardiogram was negative for findings. The patient was placed on continuous penicillin infusion with a planned stop date of (B)(6) 2015. It was reported that the patient was also being treated with subcutaneous lovenox, coumadin, and aspirin. The patient's inr was 1.4 at last check and their coumadin was adjusted.

Manufacturer narrative:
Device evaluation a correlation between the device and the reported infection and neurologic dysfunction could not be conclusively determined. Infection and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Evaluation of the blood contacting surfaces of (B)(4) revealed a small tissue-like deposition adjacent to the outlet bearing ball. The deposition lacked denaturing and lacked lamination. Additionally, the deposition was not adhered and there was no evidence of contact marks on the outlet portion of the rotor. Although its specific origin and a duration in which it was present in the pump cannot be determined, the deposition did not appear to have originated in this location and did not appear to have contributed to a pump issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.